Event description:
Removal of endosseous dental implant. Two implants were placed in class ii bone during a routine procedure. The implant in site 31 was removed 2 months post-op at which time pain and bleeding were present. The clinician reports that the failure may be due to an infection with localized osteitis. He also reports that overheating of the bone is possible, but the 2 implants were placed side by side with identiclal technique but only the implant #31 had osteomyelitis.